Manufacturer narrative:
Original submission narrative: this issue is under investigation. A follow-up report will be submitted when the investigation results are available. Follow-up narrative: this supplemental report is being submitted to update the device available for evaluation, update the follow-up type , update the device evaluated by manufacturer, update the event problem and evaluation codes, and provide the investigation results. Investigation: the root cause for the frozen control panel while in the operating room was investigated. The cause of the issue was due to a drop in voltage in the 5v rail of the control panel hardware. The site had an earlier version of the control panel. The issue was fixed in an update to the control panel hardware. Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment. All original files are attached. This emdr contains both the initial and fu#1.

Event description:
It was reported that the control panel froze and could not be used. No additional information was provided. Multiple attempts were made to obtain the patient outcome and the reported phenomenon but with no results.